Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potentially inappropriate therapy. Technical services (ts) reviewed the stored episodes and determined that the device delivered anti-tachycardia pacing (atp) bursts and two 41-joule shocks, with both shocks converting the rhythm in the respective atrial tachycardia (at) episodes. Ts provided reprogramming recommendations for this crt-d. No additional adverse patient effects were reported. This crt-d remains in service.